Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no patient harm or injury reported.

Manufacturer narrative:
The device was evaluated by a third party service center. During the evaluation the customer complaint was confirmed. The power supply pca was replaced to address the issue.